Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Can you provide us the contact of the person that can explain to us how the leakage test was performed. We still having some concerns regarding investigation report conclusion and I was informed that additional events occurred. Can you help us with the following. Related to the report provided one of the nc¿s with the same issue was missing to be documented or to be provided initially when the complaint was acknowledge. Can you provide a separate report for that nc or to include this one also on the report already provided. The (B)(4) is related to the same issue. It was started on (B)(6) 2025. The vendor batch ID is 3299559.

Manufacturer narrative:
(B)(4) follow up it was reported there was leakage. A device history record review was completed by our quality engineer team for provided material number 309653 and lot number 3299559. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.